Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device could not display a pads ECG waveform. There was no report of pt involvement or negative pt impact.